Event description:
The hcp reported the pt experienced an "underinfusion" of the morphine due to the inability to program the pump with the programmer. A follow up report will be sent when additional info is received.